Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "broken. Poorly built power cords. Delay in therapy: yes. Need for medical intervention: no. Serious injury or death: no. Human harm: no".